Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the device was replaced when it explanted on (B)(6) 2018. The patient's baseline weight was provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a275 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: 2018 (B)(6) product type lead product ID 977a275 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: 2018-01-09 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient had a lead revision on 2018 (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and cervical radiculopathy. It was reported that the patient returned to the clinic for reprogramming due to poorly controlled pain. The patient experienced pain in their left arm. Imaging was taken on (B)(6) 2017 and determined the leads migrated to the right. Intervention reported was the lead was explanted and not replaced on (B)(6) 2018. The etiology indicated the relationship of the event to the device or therapy was related, and unlikely related to the implant procedure. The outcome was resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a new type of pain since the last visit: muscle spasms. No further complications were reported/anticipated.